Event description:
On (B)(6) 2012, pt reported when he presses the up button on the infusion device, the device starts the self-check process. Pt stated the button pops back up. Pt reported the issue only happens when he presses the up button. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, battery cover, and adapter for evaluation.